Event description:
At IV team meeting, some hospitals reported a larger number of IV catheter problems than usual. I asked some nurses to save the IV catheters if they were getting a blood return and the IV "blew" when threading into vein. Today, 2 catheters in 2 biohazard bags were left for me with a note that stated both ivs "blew" after had a good blood return. Lot # 2174521 (2 in one bag) and # 2160691 (2 in another bag).unknown who left the catheters, message or which patients they were used on.